Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 55-500 mg/dl. The customer attempted to address bg by consuming carbohydrates. Customer was treated with intravenous fluids of saline and insulin in addition to electrolytes and a glucose drip to address the elevated bg. Reportedly the customer over corrected for an incomplete bolus. Customer was discharged from the ER after 11 hours with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.